Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's screen buttons are worn. The customer reported that the feedback is not felt when the buttons are pressed. It was reported that the customer's initial reported failure was observed while the device was in use. However, no adverse patient impact was reported.